Event description:
The rptr, after receiving the recall notice, was checking the appropriate equipment and found a contaminated vest. The suit consists of a vest and apron, but only the vest was contaminated. The rptr contacted the MFR and rec'd a return authorization number. The rptr still has more equipment which must be inspected.